Event description:
Customer alleged that aviva blood glucose test strips were labeled with an expiration date of 03/31/2008. The manufacturer's batch records show the actual expiration date of the test strips to be 03/31/2007. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.